Event description:
It was reported that the flushing pump standby light did not change from orange to green even without the tube setting. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h3, h4, h6. Additional information fields: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the power indicator did not illuminate. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of control panel. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump standby light did not change from orange to green even without the tube setting. There were no reports of patient harm.